Event description:
It is reported that the pt was revised due to pain and instability. During the revision, the poly was found dislocated.

Manufacturer narrative:
This report will be amended when our investigation is complete.